Manufacturer narrative:
The cause of the access site bleeding was not determined as no product was returned for investigation. The team discarded the product in (B)(6) of 2020 and the complaint was opened months later after crf review. The failure mode will be monitored and trended.

Event description:
In (B)(6) of 2020 a patient was admitted and placed on impella cp hemodynamic support due to cardiomyopathy and septic and cardiogenic shock. When his care needed escalation an impella 5.5 replaced the cp. After 3 days of support on the 5.5 the medical team observed a hematoma at the access site which prompted blood replacement of 3 units of red blood cells.